Manufacturer narrative:
After reviewing the customer's t:connect data, it was discovered that the initial fill tubing process was stopped at 9.8u indicating a minimum fill notification had been declared. After this event, the cartridge was inserted, filled with 180 units of insulin, and the fill tubing and fill cannula process were completed successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump skipped the instruction to fill the cartridge with insulin and went to the fill tubing step during the load process. Reportedly, the customer filled the cartridge with insulin anyway and was able to load a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.